Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro device quit emitting power. The vasoview dc extension cable was discovered not supplying power prior to the territory manage arriving for the case. The case was completed using another vasoview hemopro and another dc extension cable. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to maquet cardiovascular. We will continue to pursue the device being returned from the customer from investigation. A supplemental report will be submitted when the device has been returned and the investigation has been completed. (B)(4).